Event description:
It was reported that during advancement of a vascular stent to a lesion in the right sfa, resistance was encountered and the delivery system was removed. Upon removal, the stent was noted to be partially deployed approximately 2cm, although the release options had not been activated. Another stent was used to successfully complete the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.